Event description:
Customer reported that pump screen was dark and would not turn on. There was no reported impact to the customer¿s blood glucose level as readings were not accessible. Technical support attempted troubleshooting steps, but the issue persisted, indicated by a red led and vibrations from the pump. With no backup insulin therapy in place, the customer was advised to contact their healthcare provider. Technical support arranged to send a replacement pump and instructed the customer on the return procedure for the malfunctioning unit.